Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "radiologist stated the filter deployed without him hitting the button. It was determined to get a new filter." "The filter deployed in the introducer without the physician pressing the deployment button. The filter was recaptured and removed. A new filter was used successfully". Patient outcome: no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: the filter, the jugular introducer, the blue sheath, and the long dilator were returned. On the jugular introducer the grasping hook was straightened and on the sheath a damage was noted in the tip, both suggesting that attempts were made to withdraw the filter into the sheath. However, based on very limited information provided the exact reason for the filter to deploy without hitting the button in the first place cannot be determined. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.